Event description:
Procedure: hernia repair. According to the reporter, the patient presented in septic shock. She had a complicated postoperative ICU course with dehiscence of the gastric repair with extravasation of gastric contents into the abdomen. After repair of her gastric injury, she required multiple abdominal washouts and was subsequently closed with alloderm graft, approximately 12 x 12 cm in size, in a bridge fashion and a negative pressure dressing. After an uneventful recovery, she returned to clinic 1 year later with a large ventral hernia and redundant pannus. She elected to undergo an open repair with adhesiolysis, placement of parietex composite mesh approximately 25 x 20 cm in size for a defect size of 20 x15 cm, and abdominoplasty. Post-operatively, she developed a seroma that required drainage multiple times with (B)(6) us. She returned to the operating room 1 month later for partial explantation of the mesh since it had formed a very dense neo-peritoneum and placement of a negative pressure dressing. She continued daily dressing changes with bactroban for a chronic non-healing abdominal wound with drainage and had some pieces of mesh extrude through her wound with foul smelling discharge for the next 3 years. She returned to the operating room approximately 3 years later for explantation of remaining extruded mesh with placement of a negative pressure dressing. It was noted that part of the infected mesh had separated from the surrounding tissues and was easily excised while the double skirted portions of the mesh had formed a dense neo-peritoneum very tightly incorporated into the fascia that was unsafe for removal. She continues to have two small openings of her chronic abdominal wound with minimal drainage and has made significant progress in complete closure. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).